Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with cefazolin (1g, twice a day, route and duration were not reported) for cloudy drain. Two days after the event onset, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.